Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy until replacement arrives.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.